Event description:
A report was received that the patient was experiencing worsening pain from the scs (spinal cord stimulator). It was also reported that analytic testing revealed device was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient had more pain because the ipg was non-functional and pain had increased due to not having the system to use. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing worsening pain from the scs (spinal cord stimulator). It was also reported that analytic testing revealed device was non-functional. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively. Additional suspect medical device components involved in the event: model#: sc-3138-25, serial #: (B)(4), description: scs phiii ext 25 cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was experiencing worsening pain from the scs (spinal cord stimulator). It was also reported that analytic testing revealed device was non-functional. The patient will undergo a revision procedure.